Event description:
It was reported that this pacemaker battery was suspected to be depleting more quickly than expected. Technical services (ts) reviewed the battery status and confirmed power consumption was higher than normal and recommended device replacement. Subsequently, this pacemaker was explanted and replaced. This pacemaker has not been returned for investigation. No additional adverse patient effects were reported.